Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure occurred because the retractable band in fh drawer 3 was damaged, which prevented the drawer from communicating with the hardware test application (hta). A field service engineer powered down the pyxis system, removed fh drawer 3, replaced the damaged retractable band, reinstalled the drawer, and powered the system back on. The engineer then logged into hta, ran a full drawer test, and rebooted pyxis. After the reboot, the escort logged in and successfully recovered the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to pull the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.